Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This device is not marketed in us. However, a similar device with product ID 9393007 with 510k# k094025 and upn# (B)(4) is marketed in us.

Event description:
Pre-operative diagnosis: stenosis at l5/s after decompression at l3/4/5 procedure: lateral lumber interbody fusion it was reported that intra-op, the cage was found to be broken. The broken parts were removed using herniation forceps and new same size product was placed without any problem. No fragment of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical inspection reveals the implant fractured into multiple pieces. Initiating fracture appears to be near the ¿nose¿ of the implant, suggesting significant impact during insertion. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.